Event description:
Philips received a complaint by the customer on the v60 indicating that the battery is not charging. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer confirmed that it does not operate on battery power. While on alternating current (ac), he verified the battery volts displayed in the pneumatics screen was only 7.5 volts. The rse recommended replacing the battery. The investigation is ongoing.

Manufacturer narrative:
Attempts have been made to try to obtain further information about this case but no response received from the customer.